Event description:
It was reported that during an unknown procedure, it was observed that the device was blocked while stapling the left renal vein. There was an increased in surgery time by 20 minutes. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2025. B3: only event year known: 2025. D4: batch #210d32. Additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. No more detail obtained. - was the firing sequence was initiated but not completed? Yes. - if yes: did the device deliver any staples? Yes. - if yes, were the staples formed properly? Yes. - if yes, was the staple line complete? Yes. - did the device cut? Yes. - if yes, was the cut line complete? Yes. - was there any difficulty opening the device? Absolutely, on the renal vein! - if yes, how was the device removed from the patient? By force of manipulations and after more than 20 minutes. - if yes, did the jaws eventually open? Yes. - is the current patient status known? Everything is fine. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device ec45a with lot number 330d05; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 210d32, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.